Event description:
Per provider the tilt motor pin that holds mount on the arm started to pull out of the arm. The pin has completely pulled out of the cap that is pressure fit onto the arm and will eventually rip out of the arm.